Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high, out of range, pacing lead impedance. In-clinic testing yielded normal impedance measurements. The patient will continue to be monitored.